Event description:
The lay user/pt contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Strips were returned for investigation. The returned strips and retention products performed within specification. The reflotron instrument was not returned for investigation. No differences between reflotron and the reference method were observed. No malfunction was observed. No adverse events were reported in connection with this case.

Event description:
The user complained of low potassium values for quality control material and patient samples. Data was provided for one patient sample. The potassium result from the reflotron was <2 and was performed twice. No unit of measure was provided. The sample was sent to a reference lab and a result of 4.0 was generated. No unit of measure was provided. No information was provided to determine if the erroneous result was reported outside of the laboratory, but the patient was not affected. The lot number was the potassium reagent was 23761233.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.